Manufacturer narrative:
Technical support (ts) performed troubleshooting over the phone to determine the leak down test failure. Ts went over the troubleshooting steps with the customer. Ts ensure that pressure sensor is set to within specification, check & tighten connections. Recommended to replace co2 board and return unit for service repair if issue still persists. Device history record: a review of the device history record showed the device had a manufacture date of 05oct2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : over the phone troubleshooting.

Event description:
It was reported that the device failed preventive maintenance for leak down test on the 8300 etco2. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed preventive maintenance for leak down test on the 8300 etco2. No additional information was provided. There was no patient involvement.